Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized three days after starting on the omnipod 5 system. Patient was diagnosed with having a heart attack and stroke. Information on blood glucose levels, treatment and length of stay were not provided. Additional information was solicited, however the patient refused to provide any additional information. Due to inadequate information provided, it could not be determined if the patient's hospitalization, heart attack or stroke were associated with their diabetes, blood glucose control or while wearing a pod.